Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 06-feb-2019. The most recent information was received on 16-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic reaction to nickel'), myocardial infarction ('heart attack') and cholecystectomy ('gall bladder removal') in a female patient who had essure (batch no. 627300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril, omeprazole magnesium (prilosec) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), urticaria ("hives"), dental caries ("rotting teeth"), headache ("headaches"), loose tooth ("loosing teeth") and fibromyalgia ("fibromyalgia") and underwent cholecystectomy (seriousness criterion disability). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, dental caries, headache, loose tooth and fibromyalgia had not resolved and the myocardial infarction and cholecystectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals, cholecystectomy, dental caries, fibromyalgia, headache, loose tooth, myocardial infarction and urticaria with essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events  most recent follow-up information incorporated above includes: on 16-jul-2019: this record was detected to be a duplicate to record# (B)(4) to which all information will be transferred. Then this record ((B)(4)) will be deleted incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083253) on 06-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic reaction to nickel"), myocardial infarction ("heart attack") and cholecystectomy ("gall bladder removal") in a female patient who had essure (batch no. 627300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril, omeprazole magnesium (prilosec) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), myocardial infarction (seriousness criterion medically significant), urticaria ("hives"), dental caries ("rotting teeth"), headache ("headaches"), loose tooth ("loosing teeth") and fibromyalgia ("fibromyalgia") and underwent cholecystectomy (seriousness criterion disability). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, urticaria, dental caries, headache, loose tooth and fibromyalgia had not resolved and the myocardial infarction and cholecystectomy outcome was unknown. The reporter provided no causality assessment for allergy to metals, cholecystectomy, dental caries, fibromyalgia, headache, loose tooth, myocardial infarction and urticaria with essure. The reporter commented: an injury (hospitalization, disability) was mentioned but not specified and /or assigned to one of the events.  Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.